Event description:
It was reported that there was an issue with the airway pressure during patient treatment. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer (fse).the reported issues could not be reproduced. System checkout and prolonged ventilation tests passed without issues and the anesthesia system was cleared for clinical use. A complete set of device logs was received. The received logs show that there were no technical recordings on the event date. A successful system checkout was performed prior to the evaluated case. The internal event log shows that several alarms for fio2: low, airway pressure: high, peep: low, expiratory minute volume: high, alarm: leakage, etco2: low, check breathing circuit were generated on several occasions. Several changes between ventilation modes and even the age and weight were made during the case. We have not been able to draw any conclusion about the true cause of the experienced event.

Event description:
Manufacturer's reference number: (B)(4).